Event description:
It was reported, that during an implant dissection and pericardial effusion revealed, high capture thresholds on the left ventricular (lv) lead. The physician elected to explant the lv lead and allow the patient to heal. The patient was in stable condition.